Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the balloon deflates during intubation. The same patient was intubated and extubated three times. The probes had to be replaced with a new one from a different batch. There was patient involvement. No harm/adverse events reported.